Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa21dec2006 letter.

Event description:
The customer's health care provider reported that the customer's precision xtra meter had spontaneously reset the date and time when it was uploaded to the precision link software. This known malfunction with the software causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.